Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had received multiple insulin pump error alarm. The customer¿s blood glucose was 88 mg/dl at the time of incident and current blood glucose level was 138 mg/dl. Customer was able to successfully clear the alarm. Customer received request to rewind insulin pump. Customer was unable to complete pump rewind. Customer was getting high blood glucose but just want to connect to insulin pump. Customer stated that performed the self test and the test was pass. Troubleshooting was performed. The insulin pump will not be returned for analysis.